Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a new charger and attempted to charge the ilet pump, but the battery would not exceed 3 percent while the device was in its case; the user was instructed to attempt charging without the case, and a replacement was prepared if the issue persisted, indicating a suspected charging or power problem associated with the pump hardware. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included customer troubleshooting guidance focused on external charging conditions and accessories. Investigation of this case revealed a suspected battery charging failure potentially related to interference from the case or a device power subsystem issue. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to isolate whether the issue was accessory-related or an internal battery or charging circuit malfunction.